Event description:
It was reported that there was a revision of the catheter. The seamless connector of catheter (B)(4) was replaced, because the old one was no longer fixed connected with the pump port. It was noted there was no injury. Patient outcome was reported as 'ok'. The drug in the pump was lioresal.

Manufacturer narrative:
Catheter model #8596, lot# unk, implanted: unk ,explanted: (B)(6) 2011.

Manufacturer narrative:
Only the sutureless (sc) connector along with a short segment of catheter was returned. Analysis of the same revealed a possible poor connection to pump causing detachment. It was noted that in a comparison of the returned sc connector to a known good sc connector, the retaining ring fingers on the returned connector were not protruding as far as the retaining ring fingers on the known good sc connector. Also, the gap between the tab of the retaining ring finger of the returned sc connector was much larger compared to the gap seen on the known good sc connector. Both these observations indicated that the retaining ring on the returned sc connector had been deformed in shape. Another observation was that each retaining ring finger showed indents on them, which indicated that "the pump may not have been fully seated on the outlet port of the pump", however, based on observations of other returned sc connectors, this could not be confirmed and how it exactly occurred could not be determined. The sc connector was attached to a test fixture in the analysis lab and no leaking was seen. The returned sc connector was attached to 3 different pumps and it was noted in each case, an attachment was made and the connector could be detached easily when compared to the same test done with a known good sc connector.